Event description:
It was reported that suddenly the pt had no access to sound. An injury or trauma has not been reported. Re-implantation is being considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.